Manufacturer narrative:
A universal surgical manipulator (usm) was investigated by failure analysis (fa) and confirmed to have an issue in system log and was replicated. It was then tested on an in-house system in normal mode, which triggered no errors. The unit also passed all tests in line on a patient side cart fixture test platform (pftp). During investigation, an error of 22020 was found, pointing to the degrees of freedom (dof) 8, and an error of 25930 was also found in system log. The instrument sterile adapter (isa) and carriage rotors were inspected, and it was discovered that the dof 8 rotor was not seated properly, and debris was found on the dof 9 rotor mirror. There were no signs of fluid intrusion or haze on isa mirrors. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the universal surgical manipulator (usm) 3 was not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors. The usm would recognize the stapler instrument but would not clamp or fire. The customer reseated the drape and tried again and still could not get it to clamp and fire. The customer swapped out the stapler instrument for a new one and it still would not work. The customer moved the stapler instrument to usm 4 and it worked with no issues. The customer switched to using the other three arms for the rest of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with 3 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is progress. A supplemental MDR will be submitted if any additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.